Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014. Further information was requested but not received.

Event description:
It was reported that the left ventricular (lv) lead was capped (B)(6) 2022 due to unknown reasons. The patient condition was unknown.

Event description:
New information received notes it was reported that the patient presented for a generator changes procedure. During the procedure, it was noted that the left ventricular (lv) lead was unable to remove from the header of the device. The lv was capped and replaced on (B)(6) 2022. The patient was in stable condition throughout the procedure.